Event description:
A home pt received a system error 2240 alarm. Upon investigation of this report, the nurse reported, that the home pt had peritonitis. The home pt's nurse reported, that the home pt was diagnosed with peritonitis in 2008. The home pt went to the ER due to abdominal pain and cloudy effluent and was admitted into the hospital the same day. The culture taken prior to event, revealed, methicillin resistant staphylococcus epidermis. The home pt was treated with vancomycin, starting in the hospital, which the nurse did not know the dosage. The home pt completed treatment at home with 2g vancomycin once a week for 3 weeks. The nurse stated, that the home pt has recovered as of the following three weeks. There was no known exit site infection. The home pt had a system error 2240 alarm as a result of accidentally leaving an unused clamp open. A pd effluent culture was taken and the results were finalized thirteen days earlier.

Manufacturer narrative:
The device is not available for evaluation, since it has been discarded.